Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Chole, the device was fired and would not release from the tissue and had to cut the device off. They used another like device to complete the case with no patient consequence.